Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the unit would start to emit a burning smell after long periods of use due to the motor. The coupler and all hardware associated with were found to be in good working condition.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. After the procedure was completed, a burning smell was noted and that a part of the device coupler was broken. There were no adverse patient consequences.